Manufacturer narrative:
(B)(4). The reported event was confirmed based on review of medical records received. No products were returned; therefore, the visual and dimensional inspections were not performed. Medical records indicate that patient was bending over and gardening when she felt her hip dislocate and her hip was reduced in ER. As stated by surgeon post - reduction flims are quite satisfactory. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the reported event is unknown. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Implant date - 2004. Medical products - unknown cup, unknown stem, unknown liner. It is unknown if the product will be returned to zimmer biomet for investigation; however, an investigation has been initiated. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were files for this event. Please see associated report: 0001825034 - 2017 - 04856.

Event description:
It was reported that patient was seen in an emergency room and underwent closed reduction 12 years post-implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable.